Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-6: patient information not available. B2: date of death unknown. B3: incident date unknown. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
The customer reported the mac vu360 allegedly did not identify ECG findings consistent with a stemi, which was related to a patient death.